Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: primary right elbow replacement by surgeon, on (B)(6) 2023. Patient complained that the surgery "didn't feel quite right" from early post-op. Surgeon revised prosthetic joint on (B)(6) 2023 suspecting infection, though no organism cultured. For most of last 12 months, patient generally happy with prosthetic joint, but complained to surgeon over recent months, that this elbow joint was causing him more discomfort and stiffness. Surgeon decided to revise the prosthetic joint again. All prosthesis removed, and discarded. Specimens taken for pathology. All original bone cement removed. Copious lavage attended. All joint and medullary canal surfaces irrigated with aqueous betadine. Full set of prosthesis cemented in, with antibiotic cement". This record covers the second revision surgery.

Manufacturer narrative:
Please note correction to lot number. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation if the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: primary right elbow replacement by surgeon, on (B)(6) 2023. Patient complained that the surgery "didn't feel quite right" from early post-op. Surgeon revised prosthetic joint on (B)(6) 2023 suspecting infection, though no organism cultured. For most of last 12 months, patient generally happy with prosthetic joint, but complained to surgeon over recent months, that this elbow joint was causing him more discomfort and stiffness. Surgeon decided to revise the prosthetic joint again. All prosthesis removed, and discarded. Specimens taken for pathology. All original bone cement removed. Copious lavage attended. All joint and medullary canal surfaces irrigated with aqueous betadine. Full set of prosthesis cemented in, with antibiotic cement". This record covers the second revision surgery.